Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection and ventricular tachycardia could not conclusively be established through this evaluation. It was reported that a patient with a past medical history including a chronic driveline infection and ventricular tachycardia presented for driveline debridement on (B)(6) 2021. While in the operating room (or), the patient converted to ventricular tachycardia that required direct current cardioversion (dccv) and a decrease in left ventricular assist device (lvad) speed. The patient was started on anti-arrhythmic medication and was extubated with respiratory decline that required bilevel positive airway pressure (bipap). The patient was monitored in the cardiovascular intensive care unit (cvicu), and infectious disease (ID) was consulted for the resultant cultures. ID recommended antibiotics for at least 6 weeks and potentially for life-long suppression. The lvad speed was increased, and the patient was discharged with a follow-up scheduled. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section "introduction" of this IFU lists driveline infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's chronic driveline infection was previously reported under MFR # 2916596-2018-00036, MFR # 2916596-2018-00035, and MFR # 2916596-2017-00692. Their short-to-shield was reported under MFR # 2916596-2019-05629. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had chronic pseudomonas driveline infection, short-to-shield, ventricular tachycardia, diabetes mellitus, coronary artery disease, and obstructive sleep apnea who presented for driveline debridement. The patient underwent the debridement (B)(6) 2021. While in the operating room (or), the patient converted to ventricular tachycardia that required direct current cardioversion (dccv) and their left ventricular assist device (lvad) speed decreased. The patient was given amiodarone. They were extubated with respiratory decline that required bipap and were monitored in the cardiovascular intensive care unit (cvicu). Infectious disease (ID) was consulted for the resultant cultures and found proteus, pseudomonas, and gram positive rods which were previously identifies as corynbacterium. ID recommened cefepime and vancomycin for at least 6 weeks then potentially cefepime and doxycline for life-long suppression. The patient has a scheduled follow-up within 1 week with lvad cardiology and ID for (B)(6) 2021. The patient was discharged and their speed increased back to 10,000 rpm.